Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep met with the patient to adjust their adaptive stimulation settings and they noticed that electrode 6 was red with high impedances, showing ¿do not use¿. The patient wasn't using this contact for programming, so no actions were needed to be taken. There were no known contributing factors. It was reported that there were no further issues and the issue was resolved. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.